Event description:
It was reported during a routine check performed by the customer that the cs300 intra-aortic balloon pump (iabp) was giving more sound. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10, h11. A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse discovered that the muffler fitted on the compressor housing was slightly loose and not fitted correctly. The fse removed and refitted the muffler correctly. The fse performed all functional and safety checks.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed by fst the cs300 intra-aortic balloon pump (iabp) unit is giving more sound .there was no patient involvement reported.